Manufacturer narrative:
Section d4 - corrected primary unique device identifier (UDI).

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d5, d9, g6, h2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 15-nov-2021 to 15- nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failure. A field service engineer found that retractor band caused the drawer failure and replaced the retractor band on drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer failed in middle of a case in the operating room. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the retractor band for drawer 3-2 was causing the issue with drawers 3-1 and 4 retractor band replaced to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system frequently has drawer failures that occur during active procedures. The information about each procedure affected was not released by the customer. The customer added that the required medication for these procedures was removed from other devices or by leaving the affected drawer unlocked during the procedure. There were no adverse events or injuries reported based on this event.